Manufacturer narrative:
The system was used for treatment.this case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is onlyassociated with the kit, this MDR will only be against the kit.a batch record review for kit lot l308 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l308 shows no trends.trends were reviewed for complaint categories alarm #57: return pump (#3) error and pto leak. No trends were detected for these complaint categories.this assessment is based on the information available at the time of the investigation. At the time of this report, the analysis ofthe returned kit photograph is still in progress. A supplemental report will be filed when the analysis is complete.comp-034674ns 01-sep-2022

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #57: return pump (#3) error and observed blood leaking from the pto. The customer reported approximately 300ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned a photograph of the kit for evaluation.

Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the photograph verified the reported blood leak coming from an area near the blood filter in the pump tubing organizer (pto). The leak is visible in the lower right-hand corner of the pto; however, the origin of the leak could not be determined based on the photograph. A device history record (DHR) review did not identify any related non-conformances. This kit lot passed all lot release testing. The root cause of the pto leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 02-nov-2022.